Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of multiple alarms was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. A log file was downloaded from the controller during testing, however no atypical events, including the reported monitor alarms, were observed throughout the log file. The patient¿s driveline was disconnected at 14:19 in order to conduct the reported controller exchange, and all expected alarms during this controller exchange were active. The root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that multiple alarms appeared on the system monitor, however, no alarms presented in the system controller. The presented alarms were as follows: driveline disconnect, no external power, low flow, lvad fault, driveline power fault, and backup battery not installed. A cause for the alarms was never identified. The controller was exchanged. No further information was provided.